Event description:
This case was reported by a consumer and described the occurrence of skin tumor in a male patient who received breathe right nasal strips (breathe right nasal strips tan) strip for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips (topical). At an unknown time after starting breathe right nasal strips, the patient experienced skin tumor ("growths in the face area"). This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the event was resolved. E-mail contact: he discontinued the tan strips in favor of the clear strips and the event resolved.

Manufacturer narrative:
Manufacturers comment: (B) (4) neither the product nor lot number for this product is available. No corrective actions have been required based on this report. (B) (4).